Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, while the rectum was being detached, the surgeon was able to press the green button, but was not able to squeeze the handle. A new device was used to resolve the issue and complete the case. There was no patient injury.